Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -16.0 diopter, implantable collamer lens on (B)(6) 2018. The lens was intraoperatively exchanged for a shorter lens due to excessive vault. As the lens was explanted, pieces of it broke off. All the pieces were collected. There was no patient injury and the exchange resolved the problem.

Manufacturer narrative:
Corrected data: prior entry of 'male' is incorrect, patient is 'female'. Device evaluation: lens was returned in liquid, in lens case. Visual inspection found haptic torn, torn haptic piece missing. Claim # (B)(4).